Event description:
It was reported that the patient with this electrode had received an inappropriate shock due to oversensing. Testing of the system was able to reproduce noise in the primary vector. The electrode was programmed off and surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection revealed a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did not extend into insulation. Setscrew marks were noted in the correct location on the terminal pin. The suture was tied very tightly around the boot. Resistance and hipot tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-rays of the electrode did not reveal any anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this electrode had received an inappropriate shock due to oversensing. Testing of the system was able to reproduce noise in the primary vector. The electrode was programmed off and surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.